Event description:
The health care provider (hcp) reported the pump logs showed that on (B)(6) 2012 the pump was in safe state; low battery reset occurred. The pump was programmed to deliver flex mode and the patient had been receiving boluses every 6 hours. The hcp attempted to update the pump on (B)(6) 2012 at 14:55. At 14:56, the pump reverted to safe state with low battery reset, and reset occurred. The patient exhibited symptoms of withdrawal and was "jerking." It was noted the patient experienced sepsis, and had a septic joint. The patient was scheduled for a replacement in (B)(6) (year not reported), but that timeframe will be moved up. The hcp planned to start an IV to treat the patient. The reporter was in contact with the surgeon who was in contact with the patient's other physician. The managing hcp later reported that the patient was admitted to the hospital and was acutely managed/treated by another hcp. The pump was set to a minimum rate. It was noted that the last refill and exam done by the managing hcp was (B)(6) 2012 and was normal. The fill went well, no issues and no alarms. The eri at that time was 5 months and a routine replacement was scheduled. The pump delivered baclofen.

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).